Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient was being given narcan due to low blood pressure and breathing issues. It was stated, the reporter believed, the medication being delivered via the device system was morphine. The reporter also stated, the patient had "a number of underlying symptoms that could be causing" the reported symptoms. Additional information has been requested, a follow-up report will be sent if additional information becomes available.